Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, the customer was not able to provide further information. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) arm to perform failure analysis. During in-house testing, the usm arm was analyzed, and the complaint of (usm 2 moving on its own in a jolting fashion) was confirmed. The unit passed in normal mode. The unit was also tested and passed lissajous, sensors check, sine cycle and brake tests, but failed the yaw and pitch friction test causing the unit to jolt and drift. The yaw and pitch motor rotors will be replaced to resolve the jolting/drifting problem. The complaint regarding drifting issue was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product related to this complaint for evaluation, but failure analysis investigation has not been completed. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer contacted the technical support engineer (tse) from outside of the operation room (or) room to report that the or staff was seeing the universal surgical manipulator (usm)2 moving on its own in a jolting fashion. The tse reviewed logs and found no associated faults. The site was moving forward with case but would like the issue addressed. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.